Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed by the patient was move to another room for diagnosis. The philips field service engineer (fse) inspected the system onsite and confirmed that the device cannot expose x ray, no radiation available. Upon functional testing, the fse found that tube is defective. The fse replaced the tube. After the replacement of tube, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported that there was no radiation on the allura xper fd20 system. The system was in clinical use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.